Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the image would intermittently go bad and they couldn't see anything. The procedure was completed using a backup glidescope bflex single-use bronchoscope which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported. Following the reported event, the customer's verathon territory manager was onsite and assisted with troubleshooting but was unable to confirm if the issue was isolated to the glidescope bflex 5.0 single-use bronchoscope or the connected glidescope quickconnect cable used with the bronchoscope during the procedure.